Manufacturer narrative:
(B)(4). Date sent 5/19/2025. D4 batch #a9751v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining six(6) clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the lockout spring was found to be out of its intended position. However, it is known from the history of the device that lockout spring out of position condition may lead to jamming the firing mechanism. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch a9751v number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/13/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the first clip was very stiff. Subsequent clips were not all fired smoothly. On several occasions, the branch remained empty because the clips had difficulty sliding down, and on several occasions, a vessel was trapped between the branches instead of being clipped. This damaged the vessel and caused bleeding, necessitating ligation. No patient harm nor significant delay reported finished the procedure with a new instrument.